Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodged outside the patient. When the 3.00x20mm liberte' bare metal stent was removed from the packaging, the stent dislodged from the balloon. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).